Event description:
Complaint coordinator reports one incident of a blood leak at the arterial header of the syntra 160 dialyzer. Blood loss was reported as "some drops." It was reported that treatment was stopped and resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per complaint coordinator.